Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10feb2021.

Event description:
It was reported to philips that the device had a proximal pressure line disconnect error. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4:26feb2021. B4:07mar2021. H11:g5:k102985. H10: the customer was provided a quote for evaluation. The quotation was subsequently cancelled and the case was closed. Multiple good faith efforts were made to obtain information regarding context of use, device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened and a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.